Event description:
A veran representative was on-site when the following event occurred. They used a spin extend needle for a procedure, and the stylet broke after the first pass. Another spin xtend was opened to continue with the procedure. The intended procedure was able to be completed with no delay. There was no injury to the patient or user as a result of the reported issue.

Manufacturer narrative:
The subject device was not returned for evaluation. Therefore, a root cause could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.